Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar complaint review was not performed, because this incident was based on an article review. And no lot/part information was provided. Based on all available information, a cause for the reported single leaflet device attachment (slda), resulting in tissue injury could not be determined. The reported recurrent and unchanged mitral regurgitation (mr) appeared to be, due to tissue injury. The reported patient effects of tissue injury and mr are listed in the instructions for use, as known possible complications associated with mitraclip procedures. Additionally, the reported surgical intervention and hospitalization were the result of case-specific circumstances. There is no indication, of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Estimated dates. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: impact of mitracliptm therapy on secondary mitral valve surgery in patients at high surgical risk.

Event description:
This is filed to report tissue damage, single leaflet device attachment/slda, surgical intervention, and prolonged hospitalization. It was reported in an article review that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. It was noted ischemic cardiomyopathy and severely compromised left-ventricular function after suffering recurrent episodes of acute heart failure. Two clips were deployed, and mr is 4. Due to mr was not reduced, the patient was sent to surgery for mitral valve repair (mvr). However, transesophageal echocardiogram (tee) showed tissue damage on the anterior leaflet. Both clips were detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The slda caused a large cleft in the a2/p3segment; and therefore, it was not possible to perform mvr surgery and the patient was remained hospitalized and was transferred to mitral valve replacement surgery. Three days post-surgery, persistent total atrioventricular conduction block necessitated pacemaker implantation. The patient was discharged on day 10 with adequate prosthesis function. The patient remains in good condition 8 months post-surgery. No additional information was provided.